Event description:
A caregiver contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 3 of 4. Gts had the caregiver cycle power to clear the error and end therapy. The caregiver stated that a supply bag fell and disconnected. Gts had the patient disconnect using aseptic technique and remove the cassette. The caregiver agreed to notify the patient's dialysis nurse of any missed therapy. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for system error 2240 was not confirmed due to a lack of sample; however, based on the information obtained during baxter's investigation, this incident was determined to be caused by air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Product surveillance contacted the patient's dialysis nurse on (B)(6) 2011. She stated the patient is fine, and could not remember if this event was reported to the clinic. The nurse did not have any information on the lot. No injury or medical intervention was reported. Product surveillance contacted the patient's caregiver ((B)(6) 2011) who explained that the lot information and companion samples were unavailable. The caregiver stated this event was reported to the clinic and that the patient is doing fine.